Event description:
Information was received from a patient who was receiving via an implantable pump for non-malignant pain indications for use. It was reported that the patient was concerned about the samsung battery longevity/depletion. The agent connected the patient to healthcareit. The patient stated that the connection used to take 3 minutes but now it takes 14 minutes and delays on the 90% retrieving pump settings screen. The agent walked the patient through clearing the data and it was confirmed that they connected right away without delay while on the call.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.